Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. A picture of a prosthesis pass was received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a cls spotorno, stem, 145, uncemented, 7.0, taper 12/14 on the left side in 2005. As the exact date of implantation is unknown, (B)(6) 2005 was taken as implantation date. The patient underwent a revision surgery on (B)(6) 2011 due to stem loosening.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: in a bfarm user report it is reported, that a patient underwent a primary tha on the left side. A 9-cls- hip-prosthesis and a 28mm metal head were implanted in 2005. It is also reported that stem (left side) was explanted in 2011; dislocation of the left thp occurred on (B)(6) 2013; second dislocation of the left thp occurred on (B)(6) 2014; revision of the left thp of the ¿plug on¿ head and ball performed on (B)(6) 2014. Review of received data no x-rays or surgical reports were received for the investigation. Bfarm user report was received for the review. In addition to the described event above in the event summary section, it states that currently due to increasing discomfort which began not influenced by a trauma, x- rays were taken. On those x-rays a fracture of the stem could be noticed. Moreover, the report states that the in situ sandwich pan with metasul inlay was incorrectly paired with a cocr head instead of a metasul head. This incorrect pairing caused massive wear, the wear leads to metallosis and the metallosis caused most probably the partly loosening of the stem which ended finally in to the malfunction of the stem. The report states, that the perioprostetic metallosis was photographically and histologically documented. The report also states that patient consequences are revision surgeries and pain, and expected temporary loss of mobility. A prosthesis pass with implant stickers was also received for review. The only zimmer product identified is the mentioned cls stem of the primary surgery of 2005. It is observed, that the cls stem was combined with a 28mm metal head and 50/28mm cup manufactured by (B)(4). There was no liner involved in the thr system that was implanted. As the revision surgery took place on (B)(6) 2011, it is seen that the femoral stem and the head were revised. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer biomet. Zimmer biomet devices were combined with shell and head produced by a competitor. Root cause analysis root cause determination using dfmea -metallosis, aseptic loosening due to fretting corrosion in the modular junction (taper connection) => possible: as the device is not returned for the investigation. -aseptic loosening due to insufficient primary and secondary stability due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. -aseptic loosening (stress shielding) due to incorrect distribution of load due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend. -failure of connection between stem and ball head due to mechanical properties of the material (wrong material combination of stem and head) => not possible: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. -impingement with cup due to wrong positioning of the components => possible: no x-ray is available for the investigation. Moreover, the stem was combined with the head and shell produced by a competitor. -impingement, notching of implant due to unsufficient rom due to design of implant => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. -failure of connection between stem and ball head due to corrosion due to wrong material combination => possible: the stem was combined with the head and shell produced by a competitor. Therefore cannot be excluded. -aseptic loosening due to material not biocompatible => not possible: biocompatibility specification certifies the biocompatibility of the device. -aseptic loosening due to surgeon does not comply to surgical technique (early stability) => possible: the stem was combined with the head and shell produced by a competitor. -failure of connection between stem and ball head due to wear between taper and ball head due to bone or cement (third body wear) => possible: the stem was combined with the head and shell produced by a competitor. Therefore cannot be excluded as the combination is not approved by zimmer biomet. -failure of connection between stem and ball head due to improper connection of ball head during surgery => possible: the stem was combined with the head and shell produced by a competitor. Therefore cannot be excluded as the combination is not approved by zimmer biomet. -aseptic loosening, migration of stem short and long term due to wrong handling of the stem, splitting of femur due to surgeon does not comply to surgical technique => possible: the stem was combined with the head and shell produced by a competitor. -failure of connection between stem and ball head due to wrong selection of ball heads due to unknown compatibility list => not possible: IFU of the device covers the compatibility list. Conclusion summary: according to the review of the implant stickers in the prosthesis pass and the bfarm user report, it can be said that the mentioned fracture in bfarm user report does not belong to the case at hand, but most probably to the revision surgery happened in 2014. The case at hand examines the revision surgery, performed in 2011, due to the loosening of the cls stem. However, no x-rays or surgical reports were received for the investigation to confirm this event. But, the implant stickers received shows an off-label use. It is highly probable, that the off label use contributed to the loosening of the stem caused by possible high metal wear because of the incorrect pairing. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. However, the case is classified as an off label use, which is the most probably cause identified for the loosening of the stem. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4)